Event description:
A call was placed to technical services on (B)(6) 2011. Caller reported getting a rate of about 59-60 when placing magnet. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).